Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature rupture of membranes ('premature rupture of membranes') and pregnancy ('pregnancy') in an adult female patient who had essure (batch no. 893010) inserted. The patient's medical history included infertility. Concurrent conditions included hydrosalpinx, gestational diabetes and gestational hypertension. On an unknown date, the patient had essure inserted. In 2013, the patient was found to have a pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced premature rupture of membranes (seriousness criterion medically significant). At the time of the report, the premature rupture of membranes and pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered pregnancy and premature rupture of membranes to be related to essure. The reporter commented: the plaintiff experience other pregnancy episode which is captured under case (B)(4). Two child¿s case (B)(4), (B)(4). Plaintiff had essure coils placed in (B)(6) of 2012 as part of her preparation for ivf. (B)(6) 2012: the patient, who desires pregnancy. She was found to have bilateral hydrosalpinges. Laparoscopy showed an obliterated pelvis and no access to occlude the fallopian tubes. Proximal occlusion was therefore performed using essure and hysterosalpingogram on (B)(6) 2012, documented bilateral proximal occlusion. The patient underwent stimulation for egg retrieval. Total of oocytes retrieved: 13 oocytes were identified. She had a 36 3/7 weeks vaginal delivery in 2013 of a female infant 5 pounds 10 ounces due to premature preterm rupture of membranes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature rupture of membranes ('premature rupture of membranes') and pregnancy ('pregnancy') in an adult female patient who had essure inserted. The patient's medical history included infertility. Concurrent conditions included hydrosalpinx, gestational diabetes and gestational hypertension. On an unknown date, the patient had essure inserted. In 2013, the patient was found to have a pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced premature rupture of membranes (seriousness criterion medically significant). At the time of the report, the premature rupture of membranes and pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered pregnancy and premature rupture of membranes to be related to essure. The reporter commented: the plaintiff experience other pregnancy episode which is captured under case 2018-229215(2016). Two child¿s case 2020-001551, 2020-001552. Plaintiff had essure coils placed in (B)(6) 2012 as part of her preparation for ivf. (B)(6) 2012: the patient, who desires pregnancy. She was found to have bilateral hydrosalpinges. Laparoscopy showed an obliterated pelvis and no access to occlude the fallopian tubes. Proximal occlusion was therefore performed using essure and hysterosalpingogram on (B)(6) 2012 documented bilateral proximal occlusion. The patient underwent stimulation for egg retrieval. Total of oocytes retrieved: 13 oocytes were identified. She had a 36 3/7 weeks vaginal delivery in 2013 of a female infant 5 pounds 10 ounces due to premature preterm rupture of membranes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.